Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue replaced the fiber optic connector. The stm reviewed the log and nothing unusual identified in the logs. The stm replaced 9 volt battery at two year interval. The stm completed a full pm and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was found broken. There was no patient involvement and no adverse event was reported.